Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitude, noise and oversensing. After this the patient developed and allergy type of lesion on the skin, especially in the infra mammary region. The patient was hospitalized where it was determined that the skin was back to normal, and x-rays will be performed. It was decided to reprogram the system. This system remains in service. No further adverse patient effects were reported.